Manufacturer narrative:
Product returned and evaluated. Placement of seal on tubing may have contributed to the event. Customer was notified.

Event description:
A freezing container ruptured during thawing. It was assumed that the contents of the container, hemopoetic stem cells, were disposed of at the time of the event. There was no report of adverse effect on the pt. At the time of this report the sample has not been returned for eval.